Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnostic procedure was performed when the issue happened, and procedure was completed as planned as problem happened at the end of the procedure, so it was possible to finalize without changing the last projection. A field service engineer (fse) checked system and confirmed that the machine had lost its movements. Review of the system log file fse confirm that there is a malfunction in geo-pc. Upon troubleshooting fse found the voltage was missing with the x1 connector connected. The fuse f18 in the supply of the c-arc had opened, and cause is lack of power supply on the scc1 luc board. To resolve the reported issue, the fse connected the power supply to phase 2 via f17 of the same type. After the connection of the power supply to phase 2 via f17 of the same type, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry moves were unavailable. The device was reported as being in clinical use at the time this issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.